Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came to the emergency department after stating that her power module would alarm at night. She stated that she heard no alarms while connected to batteries. Review of the history revealed multiple low flows with power disconnect alarms. The patient has had a previous percutaneous lead repair and is presently on hospital equipment and a grounded power module patient cable. Add'l info submitted approximately 14 days later indicated that the system controller was exchanged and a second log file showed two speed drops below set speed. The power module patient cable was exchanged. According to the hospital, the patient is not a candidate for a pump exchange.

Manufacturer narrative:
The report of reductions in pump speed and low flow hazard alarms was confirmed based on the information contained in the log files submitted at the time of the event. The low speed events captured in the log files correlated with elevations in pump power and average pulsatility index, and appeared to occur while the patient was on tethered support (connected to the power module). Although the events captured in the log file appeared consistent with a potential percutaneous lead issue, percutaneous lead wire damage could not be confirmed as the device was not available for evaluation. The evaluation of the returned power module patient cable revealed high resistances in the battery fuel gauge signal (rsoc) line within the white power lead. This caused the inability of the system controller to recognize a power source signal and result in the reported power cable disconnect alarm; however, a correlation between the power module patient cable and the reported low flow alarm and reductions in pump speed could not be determined. The root cause of the compromised line within the white power lead appeared to be related to wear and tear due to repetitive movement of the lead during use. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.